Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that they had tried to schedule an appointment with the patient through the physician's office for a reprogramming as per the patient's initial request; however, the patient has not responded to the physician's office with what time and date she would like to meet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when they are near certain things, their stimulator goes crazy or gets increased stimulation. The patient had tried turning stimulation off and turning other devices off. It was reported that they think this all began when a nurse used a diagnostic ultrasound machine next to the patient. This happened when they were near power tools. There was a report that this happened when they were in the same room with their spouse and their heart monitor was on. The patient reviewed that their spouse had to turn their heart monitor off at night because of the issue. When the patient tried turning the implantable neurostimulator (ins) off, the increased stimulation continued for a while then went away. There were no fall or trauma that was related to the issue. It was reported that there was an electromagnetic interference environmental exposure. The increased stimulation put the patient in pain. The change in therapy or symptoms was considered to be sudden. It was noted that the patient had scheduled an appointment with their healthcare professional (hcp). The manufacturer representative (rep) reported that impedances were checked which were normal, however electrode 0 showed impedances at 24648-26087 ohms. When the rep tried to use anything else without the 0 electrode, the patient was not getting therapy at all and was only getting a little with electrode 0 being used. After removing electrode 0 out of the active program, and they were not feeling any discomfort, however did not experience therapeutic relief in the desired area. It was reported that the patient started having issues after their spouse used the heart monitor. They felt that they were affected until they got more than 25 feet away. The group impedance was greater than 4000 ohms. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.